Manufacturer narrative:
Additional information: upon follow-up, it was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further not described. The same day as event onset, the patient was hospitalized for the event. Two days after the onset of event, the patient was discharged from the hospital.the route of administration for the treatment with fortum, reflin and amikacin injection was intraperitoneal. At the time of this report, the patient has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with fortum injection (1 gram, route and frequency not reported), refline injection (1 gram, route and frequency not reported) and amikacin (100 mg, intraperitoneal, frequency not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information was available.